Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and instrument data and determined the waste tubing became detached from the instrument transfer pump. The cse proactively replaced the system waste line tubing and fitting. The cse also secured the waste line tubing connections with new clamps. The cse discussed the proper drain flow and cleaning with the laboratory supervisor. The cause of the waste tubing becoming detached from the transfer pump in unknown. The cause of liquid waste splashing into the operator's eye is user error. The operator was not wearing a face shield or eye protection during instrument operation. The siemens advia centaur xp operator's guide warns the operator to wear protective clothing, gloves, and safety glasses during routine operation of the instrument. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
The customer reported that while performing routine operation on an instrument adjacent to the advia centaur xp instrument, liquid waste splashed from the advia centaur xp system and into the operator's eye. The operator washed her eye using a laboratory eyewash and was checked by the employee health services. There was no medical treatment reported. There are no known reports of patient intervention or adverse health consequences due to the operator being splashed in the eye with liquid waste.